Event description:
Lower antherior resection. The stapler was fired on the rectum and some staples around the center of the staple line were not be formed properly. A "small amount" of the bleeding was reported (less then 500cc). The affected area was fixed by reinforcement by manually oversewing with suture.